Event description:
It was reported that a tlc75 and three trt75 were used during a gastrectomy. It was reported by the affiliate that the stapler functioned normally on the first firing. However it did not staple completely on the second firing, as well as the third or fourth firing. There was no consequence to the pt.